Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cryosolutions set with 1 cartridge (33510) glass tip exploded while in use during wart cryotherapy. The physician sustained mild chemical surface burn while using the product. The procedure was stopped immediately and was not resumed. It was reported that the physician's burns are healing. No patient injury was reported.

Manufacturer narrative:
The cryosolutions set with 1 cartridge (33510) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: visual/functional evaluation found that the cryosolutions set was returned in used condition with the glass tip broken. The gas cartridge functioned without issue when used with a test tip. The broken tip was also functional when used with a test gas cartridge. Root cause analysis: the reported complaint was confirmed. The issue of the tip "exploding" may be the result of the tip being damaged prior to use from an impact such as being dropped, then having its broken pieces pop off due to the gas pressure. Per the instruction for use (IFU), "always wear gloves when using cryosolutions devices... Before each use, ensure that the cryosolutions unit is not damaged and is operating properly. " no manufacturing, workmanship, or material deficiency has been identified. Corrective and preventative action was opened to investigate the issue of providers being burned by cryosolutions.